Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with two cartridge reloads present. Cartridge (b), ecr60w was received fully fired and in good visual condition. Cartridge (c), ecr60d was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. In addition the returned reloads were disassembled to verify the condition of the internal components and no anomalies were noted; no damage on deck was found. The event could not be confirmed as no malformed staples were noted during functional testing. Upon further inspection the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attempted to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process. It is believed based on the photographic evidence alone believe that the complication experienced was most probably a tissue thickness to cartridge selection miss match coupled with insufficient pre compression time, resulting in staple cartridge deck deflection.

Event description:
It was reported that during a laparoscopic anterior resection on patient with diverticular disease the surgeon placed stapler over rectal tissue. Waited 10 seconds pre-compression as per IFU and then fired stapler. One out of six rows of staples misfired and staples were not formed properly and mangled. Staple line was observed laparoscopically as well as when the specimen was removed. Staple line row that was affected was on the specimen side closest to the knife. The other 5 rows were formed normally. Surgeon continued procedure with ecs29a and ensured the area that contained the misformed staplers was within the firing range of the ecs29a to compensate for the compromised staple line. Leak test was then performed to check the integrity of the staple line. 15-minute delay to procedure. No known adverse event to patient.

Manufacturer narrative:
(B)(4).